Event description:
Patient came to clinic on (B)(6) 2023 with noted laxity in the modular cable. Patient left backup equipment in the car, so unable to exchange cable at this time. Repaired laxity by straightening it and applying rescue tape to area.